Event description:
The following was reported to gore: on (B)(6) 2022, the patient presented with an abdominal aortic aneurysm and underwent treatment utilizing a gore® excluder® aaa endoprosthesis (plc).. The physician positioned and deployed the plc device too far distal and unintentionally partially covered the origin of the left hypogastric. The physician was able to retract the endoprosthesis proximally to the intended location by inflating the balloon. Flow to the hypogastric was restored and the procedure was completed. The patient tolerated the procedure.

Manufacturer narrative:
A review of the manufacturing records indicated the lot met all pre-release specifications. The device remains implanted and was therefore not available for engineering evaluation by gore. To identify the reduced blood flow during procedure that unintentionally partially covered the origin of the left hypogastric but was corrected once device was placed at the intended location by inflating the balloon and flow to the hypogastric was restored. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.